Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that the patient wasn¿t getting ¿any charge,¿ which was confirmed to mean that the patient wasn¿t feeling any stimulation. Patient services had them start a charging session during the call. The patient reported seeing all eight coupling boxes shaded in and said the first quarter of the battery was flashing and they saw the stimulation off icon. Patient services reviewed that the patient¿s device got too low and turned stimulation off. It was reviewed that the patient still needed to charge to 25 percent and then they could turn stimulation on, but they should then continue to charge. The patient stated that in the past they used to be able to go for several days or a week without charging, but now they needed to charge every couple of days. It was reported that falls could be related to the issue, as the patient indicated that they would fall pretty regularly. The patient was redirected to follow-up with their healthcare provider to have their device checked. The patient stated that they saw the doctor yesterday and they asked them how their device was. It was reported that the patient was not feeling stimulation for about a week ((B)(6) 2018). The patient stated that they started to have to charge more often quite a while ago, but they didn¿t know the date. They stated it was like ¿all of a sudden¿ the device needed to be charged again. No further complications were reported/anticipated.

Manufacturer narrative:
The manufacturer was made aware of the additional information prior to the original date. The correct date for this event is (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported on (B)(4) 2018 that the battery was not charging.